Manufacturer narrative:
The actual device was not available; however, photographs of the sample was provided for evaluation. Visual inspection of the provided pictures showed leakage from the blood warmer bag (left tubing welding). The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the actual device was not returned, the cause for the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during continuous renal replacement therapy (crrt), using a thermax blood warmer set, as external blood leak was observed from the thermax blood warmer bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.